Event description:
It was reported the pt had not received adequate right sided stimulation coverage from the leas. An x-ray was taken which found the lead was placed left of midline, but the lead had not migrated. It was reported there was scarring or adhesions which prevented the physician from placing the lead midline. Reprogramming was attempted to resolve the issue; however, it was reported the stimulation was not effective. Follow-up identified the pt was to keep the ics system and further reprogramming would be attempted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.